Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could no the obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The manual capacitor leakage test revealed unstable reading due to flooded components. The device failed the residual gas analysis test. The failure of this device is attributed to excessive moisture through a gross leak at the case-band braze. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.